Event description:
Patient was undergoing a left foot bunionectomy, while the podiatrist was setting the screw, the top of the screw came off in a "ring". The screw was set in place and did not require removal. There was no change in the patient's condition. The patient required no treatment.